Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent fracture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to perform artery stenting in the superficial femoral artery. An absolute pro 6 x 100 self-expanding stent was half-way deployed when it was noticed there was a stent implant was fractured however still connected by a few struts. There was slight difficulty felt during the middle of the deployment. The remaining stent was carefully deployed. After the stent fractured, the procedure was completed with balloon angioplasty in that area. There was no significant impact on the patient. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.